Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with  type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a type ii endoleak originating from an ilio-lumbar artery and aneurysm enlargement were observed. On (B)(6) 2021, a reintervention took place. The ilio-lumbar artery was embolized as well as the left internal iliac artery, and an additional stent graft was placed on the left side to extend up to the external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1:213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.